Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on posterior side was assessed as unidentified (tear) opening. (Shell thickness within specification) ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "left side deflation and bilateral exchange of textured devices due to patient's concern with product¿. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation and bilateral exchange of textured devices due to patient's concern with product¿. The device has been explanted and replaced.